Event description:
Ad-tech received a letter and follow-up email from a customer stating that one (1) anchor bolt broke during stereotactic placement of bilateral depth electrodes for seizure monitoring on a patient, using the ad-tech placement wrench. A total of thirteen (13) anchor bolts were used during this case. No additional medical interventions were required to address this issue as the broken anchor bolt was removed during the bilateral depth electrode removal surgery. There was no patient harm. The customer stated that the broken bolt was thrown away and the removed retained portion of the bolt was sent to pathology. Ad-tech has made four (4) additional attempts to contact the customer for more information, however the customer has been unresponsive.

Manufacturer narrative:
Ad-tech received a letter from (B)(6) med ctr reporting this anchor bolt issue for lot 208140543. A second failure of similar nature was also mentioned in this letter for an anchor bolt from lot 208140545. A separate MDR was filed for this issue under 2183456-2015-00003.